Event description:
It was reported that the band was removed due to gastric erosion and an abcess under the liver. The band history fills and/ or adjustment was not regularly followed. The patient did not follow the dietary regime. The patient has been discharged with further complications.

Manufacturer narrative:
Date sent: 12/12/2008. Information anticipated, but unavailable at this time.